Event description:
It was reported that the balloon ruptured. A 2.50 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During procedure, it was noted that the balloon ruptured. The patient was stable during the procedure.